Manufacturer narrative:
Concomitant medical products: product ID: 37713, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient saw a ¿call your doctor¿ icon and a power on reset (por) message on the patient programmer on the day of the report. The cause of the por was unknown. It was noted that the patient was notable to adjust the stimulation. The reporter stated that the device was not working. Symptoms that the patient was experiencing included the stimulation not working. It was noted that the patient was not near any medical/dental equipment/electromagnetic interference. Troubleshooting was limited as the patient did not have his external devices with him at the time of the report. It was noted that the patient spoke with a manufacturing representative who worked the patient through the problem. The patient recovered without permanent impairment. Refer to manufacturing report #3004209178-2014-21649 for report on patient's second device.